Event description:
It was reported that a revision surgery was needed to remove a resonate plate and replace it with xtend.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Manufacturer narrative:
The device was not returned for evaluation. A visual inspection of the x-ray images provided confirms the plate is damaged. It was reported that a 3 level resonate plate at c3-c6 fractured and was revised. The exact date of the original surgery and incident are unknown. However, it was confirmed the original resonate surgery was approximately (B)(6) 2025. And at approximately (B)(6) 2025, the resonate plate was found to be damaged and the surgeon performed a revision to remove the damaged plate and put xtend in. The fracture was reported on (B)(6) 2025. The patient had a history of falling and fell multiple times post op. X-rays show that the resonate plate is fractured. At least one screw appears to have backed out of the vertebrae, and another screw pulled through the plate. Further updates will be provided as information becomes available. At the time of this evaluation, it cannot be determined what the root cause of the implant breakage could have been. The overall observed risk level falls in the moderate risk level. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time. The following sections were updated for this supplemental report: b4, b6, g6, h2, h6, h10.

Event description:
It was reported that a revision surgery was needed to remove a resonate plate and replace it with xtend.